Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon complained that the device with nano-coating was not sealing as well. No patient injury. No further information available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.